Event description:
Information was received indicating that during testing a cadd-ms3, mdl 7400, pump kit exhibited system fault, line through pixels, screen damage and syringe port damage. No adverse patient effects were reported.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the syringe port on the rear housing is damaged and lcd screen had missing segments. The customer stated problem was duplicated. Replaced rear housing and lcd screen for the repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.